Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Information regarding the patient's other ins was reported in MDR #3004209178-2017-24035. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a high velocity fall and since then had not been feeling any stimulation. The impedances were around 750ohms on the lead which was reviewed to be normal. The representative started to do some programming and as he entered parameters the patient mentioned that the stimulation hurt. The patient described that it felt like a jab down her inner arm to her thumb and noted that it was not the normal feeling of stimulation for her. The representative was going to continue programming. The indications for use were non-malignant pain and complex regional pain syndrome type ii. Additional information received from the manufacturer representative reported that an attempt to recapture stimulation after the fall failed. The loss of stimulation was not resolved as stimulation was not right yet. Additional information was received on (B)(6) 2017 from a manufacturer representative reporting that the patient was having a revision surgery after the patient had a fall where a chainsaw hit them on the head. There was a sudden loss of stimulation associated with this event. The caller noted that there was a lead/extension registered to the patient that did not seem to factor into any of the inss currently being used. It was advised that imaging be performed. No further complications were reported.